Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor. The sensor was reading low and the insulin pump shut off a couple of times. The insulin pump alarmed change sensor. Customer's blood glucose level was around 200 mg/dl but his sensor glucose reading was around 40 mg/dl. The insulin pump kept going into threshold suspend. The device was not returned.